Event description:
An advantage sling system was used in pelvic floor during the sling placement procedure. During the procedure, the resident ran the trocar through the bladder. They pulled it back out and re-threw it. The perforation was very small and was left to heal on its own. The physician completed the procedure with this device with no further patient complications and the patient's condition is reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture dates are unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause of the event.